Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00123. It was reported the patient experienced stimulation in the wrong location due to the placement of the s2 leads. Surgical intervention was undertaken and the leads were explanted and replaced with 2 leads which were placed at s3. Reportedly, effective therapy was achieved.